Manufacturer narrative:
December 02, 2015 03:36 pm (gmt-5:00) added by (B)(6): our field service engineer (fse) inspected the ventilator on-site and replaced the broken water trap (air filter). An image of the broken water trap (air filter) was received back for investigation. Visual inspection of the image confirmed that the check valve was broken causing the water trap (air filter) to leak. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator and this will cause the ventilator to generate several visible and audible alarms regarding leakage in the system and low gas supply pressure. Our conclusion is that the reported problem was caused by a broken check valve inside the water trap (air filter). The root cause of the broken check valve has not been determined.

Event description:
It was reported that the water trap (air filter) that is connected between the ventilator and the compressor on the air line was broken. There was no patient involvement. (B)(4).